Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that when sewing up the patient a small part was noticed to be missing from the mto arthro-pierce instrument 45 l. Post-op x-ray confirmed that the piece was left in the patient. There have been no reports of adverse consequences to the patient as the result of the event.

Manufacturer narrative:
One arthro-pierce 45 degree left 12 degree up was returned for evaluation. Visual assessment shows the distal tip has been bent. The movable jaw is free from the shaft and was not returned for examination. It appears the device was over torqued during use causing the device to bend which resulted in the movable jaw dislodging from the shaft. Per the device IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ the components of the broken piece are stainless steel and are not considered an implantable material. Patient follow up for hypersensitivity issues should be considered. Further investigation is not warranted at this time. (B)(4).